Event description:
It was reported that the cartridge tip of monofocal preloaded intraocular lens (iol) was damaged. There was no information on patient involvement. No further information was provided.

Manufacturer narrative:
. If implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. . Section e1: reporter: telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.